Event description:
Trivascular received information from a journal article regarding a post-operative iliac limb occlusion following implantation of an ovation abdominal stent graft system on an unknown date to treat an abdominal aortic aneurysm. The article stated that a fem-fem bypass was performed on an unknown date post-op successfully restoring flow to the occluded limb. As of the date of this report, information related to the patient treatment or the devices implanted has not been received. No additional patient sequelae has been reported.